Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found only a fragment of the suture and one plate. The plate was broken and still attached to a fragment of the suture that was frayed and broken too. The needle and the second plate were not returned for evaluation. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, it is possible that the triggers got mishandled during the preparation of the first plate deploy. Regarding the suture and plate condition, it is possible that an excessive force was applied when tensioning the suture causing the suture and plate to break. As per instructions for use (IFU): 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. 2) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair procedure, it was discovered that the plate on the omnispan meniscal repair 27deg detached before deployment. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found only a fragment of the suture and one plate. The plate was broken and still attached to a fragment of the suture that was broken too. The needle and the second plate cannot be observed in the image. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that the triggers got mishandled during the preparation of the first plate deploy. Regarding the suture and plate condition, it is possible that an excessive force was applied when tensioning the suture causing the suture and plate to break. As per instructions for use (IFU): 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. 2) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.